Manufacturer narrative:
A replacement glidescope go monitor was provided to the customer and the go monitor used in the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the returned go monitor noted that the monitor was tested with a test 2.0 baton and did not observe the "no image" issue. The technical service representative reported that the charging port was pushed in. Since the customer had already received a replacement glidescope go monitor, the returned device was scrapped. No further investigation is required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope go monitor, the go monitor was not holding a charge and the image cut out in the middle of the procedure. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.